Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient will undergo ipg replacement at a later date. Reason unknown.

Manufacturer narrative:
Manufacturing reference number 1627487-2022-06085 should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott cardiovascular & neuromodulation.

Event description:
Manufacturing reference number 1627487-2022-06085 should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott cardiovascular & neuromodulation.